Event description:
Procedure performed: right laparoscopic inguinal hernia repair with tep approach. Event description: rep was present for the case. Upon initial insertion into the pre-peritoneal space the surgeon heard a loud popping noise after inserting the dissecting balloon. The surgeon reinserted the balloon and inflated about 40 times then waited approximately 15 second, let the air out of the balloon, removed the device and inserted a c0r47 trocar with a scope. The surgeon identified a tear in the right side of the peritoneum about the size of the tip of the dissecting balloon introducer. The patient is ok and the case was able to be completed with the same device. Product is available for return. Intervention: the case was completed with the same device. Patient status: tear in the patient's peritoneum. Patient is ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as there is no indication of a product malfunction based on the event description. Based on input received from applied medical clinical subject matter experts, it is possible that the reported event was caused by incorrect placement or torquing of the unit. It is also possible that the device was placed in the incorrect plane. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the exact root cause of the injury.

Event description:
Procedure performed: right laparoscopic inguinal hernia repair with tep approach. Event description: rep was present for the case. Upon initial insertion into the pre-peritoneal space the surgeon heard a loud popping noise after inserting the dissecting balloon. The surgeon reinserted the balloon and inflated about 40 times then waited approximately 15 second, let the air out of the balloon, removed the device and inserted a c0r47 trocar with a scope. The surgeon identified a tear in the right side of the peritoneum about the size of the tip of the dissecting balloon introducer. The patient is ok and the case was able to be completed with the same device. Product is available for return. Intervention: the case was completed with the same device. Patient status: tear in the patient's peritoneum. Patient is ok.